Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty convertor switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred during preparation for use.

Event description:
An olympus employee reported on behalf of a customer that the visera elite video system center had a power switch failure. The diagnostic otorhinolaryngol fiberscopy procedure was completed without delay, using the subject device. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: due to a switch failure on the converter side, the power does not return (remains pressed).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a power switch failure was confirmed. In addition to evaluation in b5, the battery was depleted. There was damage to the video connector receiving lock. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.